Event description:
It disintegrated, vagina, fallen apart, gets loose-tampon [device breakage]. It gets compressed-tampon [device physical property issue]. Case narrative: consumer reported via phone that the tampon disintegrated. No injury was reported.

Manufacturer narrative:
Product investigation is in progress.

Manufacturer narrative:
No failure could be identified as a result of the investigation

Event description:
It disintegrated, vagina, fallen apart, gets loose-tampon [device breakage]. It gets compressed-tampon [device physical property issue]. Case narrative: consumer reported via phone that the tampon disintegrated. No injury was reported.

Event description:
It disintegrated, vagina, fallen apart, gets loose-tampon [device breakage] . It gets compressed-tampon [device physical property issue]. Case narrative: consumer reported via phone that the tampon disintegrated. No injury was reported.

Manufacturer narrative:
Product investigation is in progress.